Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings withing a ten minute time frame on the precision xtra blood meter. The results when plotted on to a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.